Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer said that he was changing his infusion set this morning and his pump is stuck on the fill tubing screen. He said that the insulin does exit the end of the tubing but no numbers show up. The customer¿s blood glucose is 150 mg/dl. During prime rewind troubleshooting, he said that insulin was squirting out during the manual prime process. The customer stated that insulin did not continue to drip after the customer let go of the act button and that the motor did not slow down nor did numbers ramp up on the screen. He said that the drive support cap appeared to be normal. He was advised that the force sensor did not detect the reservoir during the seating process and that the problem only occurs during the prime/rewind process. He stated that he noticed moisture in the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.